Event description:
It was reported that the intellivue mx750 patient monitor was not providing audible alarms for intellibridge ec5/ec10. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
The following functional tests were performed: the reported issue was evaluated by product support engineering and it turned out that there was no malfunction of the device. There are no audible alarms on the host monitor, because many customers/users were annoyed by having duplicate audible alarms (on the monitor and on the external source device), as both needed to be acknowledged. Therefore, audible alarms only exist on the external source device and at the central station (pic). Only if the connection between the ec10/ec5 and the external device is interrupted and no more values are being received by the monitor, the monitor generates an audible alarm. Based on the information available and the testing conducted, the cause of the reported problem was a user error / expectation issue. The device was confirmed to be operating per specifications and no failure was identified. If additional information is received the complaint file will be reopened.

Event description:
It was reported that intellibridge (ec5 and ec10) shows data from ventilators, and displays visual alarms when the third party device alarms; but no audible alarms are produced. A intellivue mx750 patient monitor was used during this setup. A good faith effort was performed to obtain further information, but none was provided at the time of the initial report. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
E1: reporting institution phone # (B)(6). A follow-up report will be submitted upon completion of the investigation.